Manufacturer narrative:
Batch review performed on 30 jan 2025, lot 2213852: (B)(4) items manufactured and released on 13-dec-2022. Expiration date: 2027-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affair director. A revision surgery was performed 3 months after the primary implantation of a tha. The reported reason was stem loosening and a periprosthetic fracture resulted from the loosening. The available x-ray image is of very poor quality, making it difficult to identify the reported fracture and signs of loosening. Additionally, the stem is not fully visible in the image. As a result, no useful information can be obtained from it. Given the early occurrence of this complication in the postoperative period, it is likely that osteointegration did not take place properly, which may have contributed to the mentioned fracture. Several factors could have influenced the failure of osteointegration, including the patient's biological characteristics. However, a definitive conclusion regarding the root cause of the failure cannot be drawn. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Hip revision surgery on the right side performed at 3 months from the primary due to stem loosening and bone fracture caused by the loosening. No infection. No loosening of the acetabular components. The surgeon revised the stem, the head and the liner implanting a quadra stem cemented with a new ceramic ball and liner dm and performed a cerclage.